Manufacturer narrative:
Results: a sample is not available but the customer provided photos for inspection. The photos have not yet been evaluated. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5229531. Conclusion: a conclusion is not available as the evaluation is still in process. Upon completion of the investigation, a second supplemental MDR will be filed.

Manufacturer narrative:
A sample was not returned for evaluation, however, the customer sent photos for investigation. A photo inspection revealed a poly bag of 1/2cc, 8mm, 31g syringes with a partially illegible lot number and a poly bag of 1cc, 6mm, 31g syringes from lot # 6055893. The photos did not show loose caps or exposed cannulae. The lot # 6055893 was not initially reported as a potential lot # for this incident and does not exist for the reported cat # 328818. As previously reported, review of the device history record revealed no irregularities during the manufacture of the initial reported lot # 5229531. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a bd associate was cleaning some shelving and suffered an clean needle stick injury from a 1 ml bd insulin syringe with 30 g x 8 mm bd ultra-fine ii¿ needle because it was missing its cap. There was no report of medical intervention.